Manufacturer narrative:
Expiration date - corrected to reflect 12/31/2018

Event description:
It was reported that patient underwent a procedure utilizing a 5.0mm biomet offset tibial tray adaptor in early 2009. The locking insert that was included in the package was the wrong size and would not fit with the 5.0mm adaptor. Another 5.0mm adaptor was available and the appropriate sized locking insert was retrieved from that package.

Manufacturer narrative:
Other - visual examination of returned component identified that the incorrect sized insert was packaged with this adaptor. Recall was initiated to recover product. There have been no trends identified related to this type of event.

Event description:
It was reported that patient underwent a procedure utilizing a 5.0mm biomet offset tibial tray adaptor in 2009. The locking insert that was included in the package was the wrong size and would not fit with the 5.0mm adaptor. Another 5.0mm adaptor was available and the appropriate sized locking insert was retrieved from that package.